Event description:
Mom reported son (B)(6) died on (B)(6) 2011. Mom reported son was wearing the animas mfg otp insulin pump with sn# (B)(4) at the time of death. Mom stated that (B)(6) has been ill starting on the evening of (B)(6) 2011 with vomiting and reports her son stating may be he had a bug. Mom reported that her son had stated he was unable to keep food and liquid down on the (B)(6) 2011 and did not indicate at this time if bg values were running high. Mom reported that she stopped by (B)(6) home earlier in the day on (B)(6) 2011 and reported son stating that bg was running a bit higher over the weekend 200 plus something. (B)(6) stated it was not that bad. Mom reported that she tried to talk him into going to the ER or to the doctor's office. Mom reported that (B)(6) did not wish to go over the holiday weekend and stated if he is not feeling better on (B)(6) 2011 would contact doctor. Mom reported (B)(6) was also complaining of stomach ache. Later in the evening, mom stopped by (B)(6) home to check on him and son reported he was able to keep food and liquid down now. Mom was unable to report if son was tested for ketones or recent bg values. Mom reported on (B)(6) 2011 went to check on son and found him dead in the bed and not breathing.

Manufacturer narrative:
Eval summary: used device: one used device was returned for testing and eval. The used device was visual inspected, flow and leak tested and found to be performing according to product spec. Unused devices: no unused devices were returned for testing. Ref samples: the retained samples could not be tested due to lot number being unavailable. (B)(6).